Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence/fecal incontinence. It was reported that the patient stated that it does not hurt. Patient stated they will go to scratch back there as it itches and they will think she needs to void, but does not go.  Additional information received indicated that the patient stated it itches around the area where the bandages are. Patient feels a sensation when they scratch. Patient advised to contact their clinician with concerns. No further complications were reported at this time.